Manufacturer narrative:
Pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 418mg/dl at the time of incident. The customer reported that they also had no delivery issues. The customer already troubleshooted for high blood glucose and diabetic ketoacidosis when she called in on the 3rd. And since has had the same issues with continued no deliveries. The patient has not tried different cannula lengths. Customer states they do not want to troubleshoot for recurring alarms. The insulin pump will be returned for analysis.